Event description:
A customer reported that a system message displayed, and that the IV pole and suction did not work during a surgical procedure. There was no patient harm reported. Additional information has been requested, but not received at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplmental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).